Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fracture, impedance was 2500 ohms and high pacing threshold. This lead was successfully replaced. No additional adverse patient effects.